Manufacturer narrative:
The troponin t hs reagent lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for troponin t hs on a cobas 8000 e 801 module. The initial result was 42.7 ng/l. On (B)(6) 2025, the repeat result was 5 ng/l.

Manufacturer narrative:
Reagent and instrument issues were excluded as qc data was acceptable. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.